Event description:
Customer reported a high blood glucose reading of 209 mg/dl. She stated that she attempted to treat but received a message of active insulin already in her body and the blood glucose continued to rise. She treated with manual injections but stated that the blood glucose was going from one extreme to another. She reported a low blood glucose of 46 mg/dl the week before and that the sensor showed it to be 67 mg/dl. She also reported that she treated with food and brought up the blood glucose and then the sensor showed the blood glucose to be at 40 mg/dl. She stated that the drive support cap appeared normal. She found no air in the tubing and no leaks and stated that insulin did exit the tubing with the manual prime. She stated that the time, date, bolus wizard settings and basal rates were correct. The insulin pump passed the high pressure test. She stated that the insulin pump was not exposed to a strong magnetic field or MRI. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.